Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support completed the troubleshooting and reset the pump. The same malfunction code did not recur after the reset, allowing the customer to continue using the pump. Technical support advised the customer to call back if any malfunction recurred, and the customer acknowledged and understood this instruction.